Event description:
It was reported that the patient felt like the implantable neurostimulator (ins) was burning inside of his body when the implant was turned on. A manufacturing representative (rep) checked the ins and told them that there was definitely something wrong, possibly leads could be disconnected, but something was definitely not right. The patient was hurting and it felt like the leads up his back were burning and really hurting the patient. The patient was instructed to turn the implant off for a while and then turn it back on to see if the issues resolved or got better. The issues had not resolved. Even a t-shirt touching the patient¿s skin was bothering him. So they had shut off the implant and had it off all these months. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received by the patient's friend or family member reported they were feeling a poking sensation at the implantable neurostimulator (ins) site. There was also a lead issue found on (B)(6) 2015. They were still awaiting authorization for the lead replacement.

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that they were still waiting for an acceptance from the insurance company. Without that the patient could not proceed. The doctor&#38112;office sent a report out to his new adjuster and now it was a waiting game.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were high impedance >10,000 on electrodes 3 and 10. There was a sudden loss of stimulation and therapeutic effect. Impedance testing and reprogramming were done. There was also ¿heating¿ and burning sensation at the battery site when stimulation was on. While reprogramming, the battery site was beginning to heat up and the patient asked the manufacturing representative (rep) to turn the battery off. The impedance test showed electrodes 3 and 10 out of range. When the rep attempted to program around these electrodes, the patient again stated the site was heating up and they turned the battery off. After showing the doctor the impedance results, he determined that he would replace the battery. As a result of this event, a replacement was required. The product issue was not resolved and the cause of the issue was not determined. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.